Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum repair surgery the knotless mechanism did not work. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach (B)(6) 2025 further information was received that according to the doctor the loop broke in the middle of insertion,

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3636-1 was received for investigation. The fibertak component was not returned for investigation. Visual evaluation of the returned device noted only one suture was returned for investigation and was received torn. Functional testing was not performed due to the missing components/damage to the device. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion. Refer to investigation photos.